Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon ruptured occurred. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation for less than a minute. No patient complications were reported.